Manufacturer narrative:
The complaint of no flow/ can't prime / difficult to prime could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was performed and no non conformities were found that would have led the reported complaint.

Event description:
The event occurred on an unspecified date and involved 6.5" (16 cm) set de extension microbore con microclave¿ clear, filtro de 0.2 micras, luer lock. The reporter stated that the patient, on medication isavuconazole 200 mg every 24 hours, was experiencing difficulties with the intravenous delivery of his medication. At the time using the set, the medication was not infused, due to an occlusion alarm ion the infusion pump, thus the medication was not administered. The connector was changed but the difficulty continued. Another brand of filter was used and the pump stopped generating the alarm and the infusion was completed. The event occurred during patient use, and no harm was reported as a consequence of this event. This is 1 of 2 reports.